Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the intra-aortic balloon pump (iabp) stopped working, and multiple unknown errors occurred. It was reported that the patient expired while obtaining a replacement iabp. There was no reported malfunction of the iab. The patient expired. The patient death was not attributed to the device by the facility.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the intra-aortic balloon pump (iabp) stopped working, and multiple unknown errors occurred. It was reported that the patient expired while obtaining a replacement iabp. There was no reported malfunction of the iab. The patient expired. The patient death was not attributed to the device by the facility.